Event description:
It was reported by service report that the seat section has a bent frame and a broken lock bar strut. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock bar strut.